Event description:
The patient was scheduled for a robotic prostatectomy. Prior to it reaching the patient, the staff noticed a wire coming out. It did not reach the patient. Reposable item: the device has 10 uses per device. This would have been use #9 (2nd to last use).